Manufacturer narrative:
H3: product analysis of part#: 2111255, lot#: h5609138 - after visual and optical examination, the spacer appears to be twisted just past the area that interfaces with the inserter and the thread area is damaged. The damage appears to be the result of torsional overload. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient undergoing olif (oblique lateral approach for lumbar spine fusion surgery). It was reported that the implantation port of product had a slippery phenomenon, which made the implanter unable to cooperate with the prosthesis. There was no patient symptoms or complications as a result of this event. No further complications were reported/anticipated.